Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 120 mg/dl. Pump system check with tandem technical support could not identify location of blockage. Customer change cartridge. Customer miscalculated a food bolus and entered the incorrect value into the pump. Blood glucose (bg) lowered (65-75 mg/dl). Customer controlled food intake to address low bg.